Event description:
It was reported that a pump was alarming for a close door alarm. There was no patient incident.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom close door messages was confirmed and reproduced. It was caused by a failed upper hook switch. As a result, the upper auxiliary assembly was replaced.